Event description:
It was reported that the patient lost consciousness due to hypoglycemia as their blood glucose levels dropped to 2.7 mmol/l (48.6 mg/dl) while wearing the pod between 49 and 71 hours on the hip/buttocks. It was reported that there was no audible warning to alert the patient that their blood glucose levels were below the low threshold. The patient's friend then found them unconscious and gave them liquid caramel and also called the ambulance. Upon the ambulance's arrival, the patient regained consciousness. The ambulance personnel checked the patient's blood pressure and oxygen levels and determined that there was no need to transport them to the hospital. The patient did not require additional medical assistance.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.